Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results noted oversensing. One ventricular non-sustained tachycardia episode with 120 ms average ventricular cycle length was recorded on (B)(6) 2010. One ventricular fibrillation episode of 120 ms was recorded on (B)(6) 2010. Analysis results also noted interference/noise. Interference noise was observed in programmer electrogram data on (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that noise was seen on the electrograms. The device remains in use and no patient complications have been reported as a result of this event.